Manufacturer narrative:
H.6. Investigation: bd received a q-syte closed luer access device from lot 9204389 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a tear through the column wall. Next, the device was tested for leakage and leakage was observed in the actuated position coming from the tear. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the origin of the column tear. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked while collecting post-dialysis product. This occurred 2 separate times after use. The following information was provided by the initial reporter, translated from japanese to english: "leakage from the connection to q-syte was found when the post-dialysis product was collected. The customer comment is that this may be attributed to a product defect."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked while collecting post-dialysis product. This occurred 2 separate times after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage from the connection to q-syte was found when the post-dialysis product was collected. The customer comment is that this may be attributed to a product defect."